Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device was running weak. This event did not occur during surgery. It was reported that there was no delay to the surgical procedure and a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device failed visual assessment due to the ce mark being worn, hose verification due to a hole found near muffler about 2 feet down from device, muffler tube verification due to the muffler missing a component, loctite-modified set screws, rotational speed - low power, and oil leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.